Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). Device evaluated by MFR: the customer no longer had the test strips to return.

Event description:
The initial reporter complained of discrepant inr results on coaguchek inrance meter serial number (B)(4) compared to the stago and (B)(6) laboratory methods. The result on the meter was 5.7 inr. The result from the stago laboratory method was 4.08 inr. On (B)(6) 2019 the result from the meter was 5.1 inr. The result from the (B)(6) laboratory method was 3.39 inr. The customer's therapeutic range is 3 - 4 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation, however, they are no longer available to return. Since no product was returned, the investigation could not be completed. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.